Event description:
It was reported that the customer has had low blood glucose levels (60 mg/dl) in the middle of the night. Customer believed low blood glucose levels is due to basal settings. The pump passed functional test. Customer took glucose tablets to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.